Event description:
It was reported via repair work order that the nurse call was not functioning due to incorrectly configured dip switches. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.